Event description:
It was reported that during a ptca/stent procedure, after successful stent deployment, the guide wire was removed from the pt and the tip was noted to be frayed. The physician believes that the tip of the guide wire remains in the coronary of the pt, but is not totally confident that this is the case. No intervention was attempted. No pt injury was reported.